Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the reported events could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. It is unknown if there were any deviations from the instructions for use (IFU) regarding reprocessing and there was no damage to the areas where the foreign material remained. The following information from the instructions for use (IFU) pertains to this event: gif/cf/pcf-190 series operation manual includes a way of detection in chapter 3 ¿preparation and inspection¿. Gif/cf/pcf-190 series reprocessing manual includes the preventive measures in chapter 5 ¿reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the air/water channel and in the jet channel. There were no reports of patient involvement.